Event description:
It was reported that the customer had a no delivery alarm on the insulin pump during manual prime. Customer's blood glucose level was 91 mg/dl. Troubleshooting was performed but the customer did not have another infusion set for testing. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer called back and stated that the pump has been working and her blood glucose levels are good. Customer's most recent blood glucose level was 105 mg/dl. No further assistance required.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.